Manufacturer narrative:
An event of a transient ischemic attack was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2011, a 25mm trifecta valve was implanted. On (B)(6) 2012, the patient experienced a transient ischemic attack (cause unknown) which resolved on its own. On (B)(6) 2012, a CT scan showed no recent embolism. No hospitalization occurred and no treatment was required. Per the site, this event is possibly related to the valve. (Clinical study patient ID (B)(4)).